Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a habib endohpb catheter was attempted to be used in the hepatic hilum to treat a bile duct stenosis during a biliary stent placement procedure performed on (B)(6) 2025. During the procedure, the cautery of the first habib catheter did not work even after increasing the output. A second habib catheter was used but the same issue occurred. The procedure was aborted. There was no adverse event reported due to this event. Note: no further information has been obtained despite good faith efforts.